Event description:
Patient reported permanent out of range signal.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part str-gl-003/serial (B)(4)), that was being used with the receiver during the reported event of permanent out of range was returned. Evaluation of the returned transmitter confirmed the reported event. The root cause was determined to be a defective transmitter.